Manufacturer narrative:
The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. Several observations were noticed during the device¿s expertise: the atrial setscrew cavity was found damaged. A piece of silicone glue was found inside the atrial setscrew cavity. The atrial setscrew tip was found damaged. Those observations indicate that too much strength was used during the atrial lead connection leading to a misconnection and, finally inducing an abnormal lead impedance based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
On (B)(6) 2025, a pacemaker replacement intervention was performed. During the intervention, an atrial lead was connected to an eno dr (s/n: (B)(6)), but an abnormal resistance value of over 3000 o was detected. The lead was removed from the eno dr, and a psa measurement revealed an acceptable resistance value of 300-350 o. A new eno dr (s/n: (B)(6)) was used, and the lead was connected, with no abnormal values observed, and the replacement intervention was completed without issue.

Event description:
On (B)(6) 2025, a pacemaker replacement intervention was performed. During the intervention, an atrial lead was connected to an eno dr (s/n: (B)(6), but an abnormal resistance value of over 3000 o was detected. The lead was removed from the eno dr, and a psa measurement revealed an acceptable resistance value of 300-350 o. A new eno dr (s/n: (B)(6) was used, and the lead was connected, with no abnormal values observed, and the replacement intervention was completed without issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.